Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the system 1e processor. After speaking with user facility personnel, the technician was informed that prior to the event, the employee identified a "fill time over 5 minutes" alarm and the cycle cancelled. The employee removed the partially full sterilant cup, when the liquid splashed out of the cup and several drops fell on the employee's forearm. While onsite, the technician inspected the system 1e processor and found the unit's maxpure filter had become clogged. As the filter had become clogged, water was not able to flow through the unit causing the alarm to occur and the sterilant cup to remain partially full. The technician replaced the maxpure filter, ran a test cycle, and found the unit to be operating according to specification. The unit was returned to service. Additionally, the technician confirmed that the employee subject of the event was not wearing proper ppe when disposing of the partially filled sterilant cup. The root cause of the reported event can be attributed to the employee not wearing proper ppe. The system 1e operation manual (pg. 1-3) states: "caution: appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures. A steris account manager is scheduled to perform in-service training on november 8, 2019 on the proper use and operation on the system 1e specifically, properly disposing of s40 sterilant cups and wearing proper ppe. No additional issues have been reported.

Event description:
The user facility reported an employee obtained an injury on their forearm while operating a system 1e. Medical treatment was sought and administered.